Event description:
Intermittent undersensing on atrial lead noted on stored egm or current egm, resulting in false termination of at/af detection. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).